Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device and could only simulate the same failure once by simulating a mild impact on the device it was decided that the device will be sent to the manufacturer for further evaluation. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that during treatment the rotaflow did not go faster than 2200 rpm (rotations per minute). When the pcm was set to 5000 rpm the value on the display remains 2200 rpm and the flow was not going up so the value of 2200 was correct displayed. Only a "low speed." Red alarm flashed on the pcm module. No further alarms on the hl30 itself. The rfd system was replaced by a stand-alone rotaflow during the treatment. After the or the unit was tested by perfusionist for hours but without problems. No information on patient consequences has been provided. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturer on 2016-06-27. At a first evaluation of the device no failure could be confirmed and the unit was functioning as expected. After discussion with technical service team it has been decided that the device needs to be forwarded to (B)(4) for further evaluation since a patient was involved in this case. Device was forwarded to (B)(4) on 2016-07-01. Due to the investigation report of (B)(4), the described problem couldn´t be reproduced either in the "stand alone" as in combination with the heart-lung-machine. Thus the failure could not be confirmed. According to the investigation report of (B)(4), no correction has been performed as no failure has been detected. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).